Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the user handed up the lines to the surgeon and the error message "svc pump" occurred. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.